Manufacturer narrative:
The reported event of noise could not be confirmed. Device was tested on bench and no anomaly was noted.

Event description:
It was reported that post competitive right ventricular lead replacement procedure, pauses due to noise oversensing were observed. Patient was device dependent. Device was explanted and replaced. The pace/sense function of the rv lead was also disabled. Patient¿s condition was stable throughout.